Event description:
Healthcare professional reported right-side capsular contracture baker grade unknown, exchange from textured to smooth due to patients concern with the product, seroma, device discolored, and rupture that occurred upon explantation. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, seroma-late, and anxiety.

Event description:
Healthcare professional reported, right-side capsular contracture, baker grade IV.